Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the right hip arthroplasty procedure occurred on (B)(6), 2005. Additional information provided in review of invoice history confirms the left hip arthroplasty occurred on (B)(6) 2007. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 6 MDR's filed for the same event (reference 1825034-2012-02216 & -02217 and 1825034-2014-03958, -09227 / -09229).

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the right hip arthroplasty procedure occurred on (B)(6) 2005. Additional information provided in operative notes and a review of invoice history confirms the left hip arthroplasty occurred on (B)(6) 2007. Patient medical records indicate that a left hip revision procedure was performed on (B)(6) 2007 where all components were removed due to infection and the wound was drained and debrided. There has been no reported revision procedure of the right hip.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 1 of 2 mdrs filed for the same person (reference 1825034-2012-02216/ 02217).